Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the surgeon he thought the implant has failed. There is no history of an accident or trauma to the implant site.

Manufacturer narrative:
A fatigue breakage of lead wire of the conductive link is suspected to be the root cause of device failure. As the device has been received incomplete the exact location of the fractures could not be determined. Based on information received and the investigation results this damage was most likely caused by the applied surgical technique. This is a final report.

Event description:
A sudden loss of access to sound with the device was reported. The device has been explanted.

Manufacturer narrative:
Based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing, however to determine an exact root cause of failure a device investigation to the explanted device would be necessary. A re-implantation is considered, but it has not ye been scheduled.

Event description:
In situ testing was indicative of a device malfunction. There is no date set for a re-implantation surgery at this time.